Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was performed on a mildly calcified and moderately tortuous right coronary artery (rca). A 2.25 x 20mm promus element plus stent was successfully deployed in the distal rca. After performing post dilatation, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a non bsc stent was deployed proximally to the first stent, overlapping it and covered the edge dissection. The procedure was successfully completed, and the patient was reported to be stable.